Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received an urgent low glucose alarm on the ilet at a glucose value of 81 mg/dl trending downward and was instructed to treat with 15 grams of carbohydrate every 15 minutes; the patient took a glucose tablet during the call. Symptoms included hypoglycemia. Outcomes included successful on-call troubleshooting and education with self-treatment and no hospitalization. Investigation included customer care assessment and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.